Event description:
The customer reported that system vertical column was not working. No pt injury was reported.

Manufacturer narrative:
(B)(4). The system was repaired, found to be operating as intended, and released to the customer for use. The system is under observation. If it recurs, the spring will be replaced.